Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. The lead was noted due to high pacing threshold and it was 2.3 at 0.8ms. The physician was (B)(6). The health care facility was at (B)(6) in australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).